Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info (x-rays, medical records, operative notes, device details) was requested. If it becomes available, the eval summary will be submitted in a supplemental report.

Event description:
Surgeon informed in his e-mail that he did a revision on (B)(6) 2011, as on (B)(6) 2011 the pt felt sudden pain. The pt had been standing on flat ground and has a small circular motion. The right hip had collapsed. The implant was fractured at the base of the neck rather from the bottom, not at all at the thinnest point. Surgery was done 2003 in (B)(6) hosp.